Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including hematomas, vessel perforation or dissection which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. A retroperitoneal bleed/ hemorrhage is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the device is not available for evaluation, as it was discarded at the hospital.  However, there was no allegation or indication that a device malfunction contributed to this event. In this case, the cause of the type b aortic dissection and retroperitoneal hematoma cannot be determined, as vessel characteristics were not reported and additional information is not forthcoming. However, per the physician¿s opinion, the event may have been associated to procedural factors (guidewire and catheter manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Literature reference:  "a case of undiagnosed pheochromocytoma resulting in hypertensive crisis and stanford b aortic dissection during transcatheter aortic valve implantation". Anesthesia 2018; 67: 81-84.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a type b aortic dissection was observed post implantation of a 23mm sapien xt valve. The 23 mm sapien xt valve was implanted via transfemoral approach without issue. Post valve implantation, tee showed a flap in the aortic arch. Since no flap was observed in the ascending aorta, the physician diagnosed a type b aortic dissection. The blood pressure was lowered and conservative treatment was selected, the patient left the operating room. The physician stated that the event might have been attributed to guidewire manipulation but it was unknown. Additional information on this case was obtained from a medical literature. Pre-operative CT incidentally revealed a right adrenal mass, which is subsequently diagnosed as ¿adrenal incidentaloma¿. During the tavr, the patient ¿developed hypertensive crisis when the guidewire and delivery system passed through the abdominal aorta, for which nicardipine and nitroglycerin were administered¿. Post valve deployment, a thoracic-abdominal CT showed the type b aortic dissection between the aortic arch and base of the left renal artery, and a retroperitoneal hematoma around the pancreas. Conservative therapy was chosen and the patient was monitored for two days in the ICU under strict blood pressure control. The patient was discharged on postoperative day 28. ¿the cause of the hypertensive crisis was thought to be an acceleration of catecholamine secretion associated with stimulation of the sympathetic nerve, which was led by physical stimulation to the tumor from the delivery system, ephedrine administration, and/or rapid pacing¿. The dissection was likely caused by the direct vessel damage from the guidewire and delivery system. It was speculated that progression of the dissection might be related to the hypertensive crisis.